Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was communicated properly with guardian link and glucose sensor simulator. The auto mode feature functioned correctly. Unit was received with faded serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 21 mg/dl. The customer's blood glucose was 190 mg/dl at the time of call. Customer also reported that auto mode shield was displayed on the home screen. The insulin pump will be returned for analysis.